Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was confirmed. There was a broken pulse wire from the solder connection in the dn. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.